Manufacturer narrative:
Sample was collected in a plasma separation tube and processed through the cta (closed tube aliquotter). Centrifugation info was not supplied. Quality control was within the customer's established ranges prior to and after the erroneous results. The customer did not want to troubleshoot or supply further info for an investigation. Customer declined service. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample tested on a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The test results were not reported out of the laboratory. Repeat analysis was performed on the same analyzer and another unicel dxc 600i synchron access clinical system. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.